Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to the reservoir migrating to the lower pelvic area where it was palpable and bothering the patient. During the procedure the existing component was removed and replaced with a new reservoir in a separate location. The patient was said to be recovering well.